Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle fusion surgery the surgeon was drilling the tibia for a ankle fusion. He hit a metal screw already implanted and the drill bit snapped at the tip. A different drill was used to complete the case. A small part of the drill stayed in the patient and the surgeon and hospital were happy with the outcome. It was not necessary to switch the surgical technique or do a second surgery.